Event description:
It was reported that pump screen went dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to try turning on pump with specific button-pressing technique both in and out of case, but issue with hard-to-press button persisted, so technical support arranged replacement pump, instructed customer to continue using current pump until replacement arrived, to place problematic pump in storage mode and return it with prepaid label, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump.